Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a laparoscopic ventral hernia repair procedure was performed and mesh was implanted. Postoperative complications included pulmonary embolus on the second postoperative day with hospitalization for 37 days, respiratory complications with hospitalization for 54 days, uncomplicated pneumonia with a quick recovery, intraabdominal bleeding with a hemoglobin drop which was conservatively treated with hospitalization for two days, small bowel perforation during a stomal hernia repair with re-laparotomy and removal of the mesh, and an uncomplicated wound infection at the trocar site. No additional information was provided.